Event description:
It was reported that the touchscreen of a pump was unresponsive, as the screen was frozen and did not respond to input, but the screen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset but was unable to resolve the issue. Technical support decided to replace the pump and provided instructions for returning the defective pump. The customer was also informed on how to utilize an alternate form of insulin therapy to ensure continued insulin delivery and was instructed on steps for setting up the replacement pump.